Event description:
It was reported the patient experienced pain at her neck, shoulder and ipg site due to leads migration, as confirmed via x-rays. As a result, the patient¿s lead was explanted and replaced. Postoperatively, effective stimulation was reported.